Event description:
It was reported that there was an issue with the dbs system, specifically related to impedance. The caller inquired about MRI stipul ations for a patient with an impedance value of 0, and the agent clarified that a 0 impedance value is not expected for any system. The caller mentioned that there was an abnormality on contact 0 that began between 2013 and 2016, leading to the replacement of multiple components, including the extension and ins, but the issue persists due to the impedance issue, the patient was not eligible for magnetic resonance imaging (MRI).  No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID b35200 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2022; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.